Event description:
It was reported that customer was having problems with insulin pump. Customer has high blood glucose. Customer has treated with manual injection. During troubleshooting, the high pressure test failed. The blood glucose reading is 430 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.